Event description:
Maude event report received indicates that in 2010 patient underwent surgery on both legs for compound fractures. The screw on the lower part of the femoral nail in the left femur broke before 3 months were up. Patient reports that now one leg is shorter than the other as a result and requires more surgery.

Manufacturer narrative:
Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested. See scanned pages.